Event description:
Reportedly, the patient expired due to unknown reasons. No further details were provided. The device was discarded, and will be not returned. Information learned through foreign implant patient registry. Device history record (DHR) review is in process. No other information is available.

Manufacturer narrative:
X-ray.

Manufacturer narrative:
The device history record (DHR) review is completed and this device passed all manufacturing and sterilization inspections with no nonconformance. This was determined to be reportable per edwards lifesciences procedures. It was previously reported that the device was discarded and was no longer available for return. However, the device was not explanted and remains implanted. No information has been provided to indicate that the event was due to a device failure.